Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; programmer booted up to a blank white screen for several minutes then stayed on the please wait screen. Hard drive was reconfigured and software reloaded to resolve issue. Analysis confirmed the reported back cover issue; both latch tabs were broken off of power cord bay door. Concomitant medical products: product ID: 229047 analyzer. (B)(4)

Event description:
It was reported that the programmer would not power on to the main screen. Also, the back cover would not close and needed to be fixed. The programmer has been returned for repair. No patient complications have been reported as a result of this event.